Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: a review of the black box revealed evidence of a time/date reset 6 minutes after a power on reset on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. There were no errors, alarms or warnings (eaw) that occurred during the 24 hour duration test. The time/date defaulted to factory settings after a 6 hour power on reset. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(4) battery. When a new (B)(4) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging during a battery change, the pump lost all data memory. The batteries were reportedly working for 1 to 2 weeks and the basic rate allegedly were not visible. The pump reportedly emitted, ¿short battery¿ life warning. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no reported adverse event associated with this complaint